Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for the system error 2240 alarm. The reported system error 2240 alarm could not be confirmed. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 6 of 6. The technical service representative (tsr) assisted the home patient (hp) to check lines and bags. The hp did not find leaks or source of air. The unused supply line clamp was closed. The tsr had the hp cycle power and disconnect using aseptic technique. The hp will notify the nurse regarding missed therapy. Product surveillance contacted the hp on (B)(6) 2011 regarding the reported problem. The hp did not see anything unusual with the supplies and did not know how air entered the setup. The hp contacted his nurse regarding the alarm. The hp said everything has been working fine since. No patient injury or medical intervention was reported.